Event description:
Reporting that I have 5 units that was found on the recall sheet lot# t60003596. Need to know what's the next step. (B)(6) - walmart pharmacy (B)(6) libre3 plus sensor. Pt code: 4582. Device code: 1420. Ref reports: mw5180917, mw5180918, mw5180919, mw5180921.